Event description:
The poly trials would disengage when the doctor would try to fully seat them into the tibial tray dove tails. All precautionary actions were taken to ensure nothing was impeding the poly trial from seating correctly. The physician believes the machining of the dove tails on the tibial tray were not even on both sides. Specifically, the lateral side dove tail was more parallel (up and down) than the medial side, which seemed to have more of an angled cut. Final poly implant was able to seat with minimal complications.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
The poly trials would disengage when the doctor would try to fully seat them into the tibial tray dove tails. All precautionary actions were taken to ensure nothing was impeding the poly trial from seating correctly. The physician believes the machining of the dove tails on the tibial tray were not even on both sides. Specifically the lateral side dove tail was more parallel (up and down) than the medial side, which seemed to have more of an angled cut. Final poly implant was able to seat with minimal complications.